Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received an insulin flow blocked alarm. The customer's blood glucose was 294 mg/dl. The customer stated that the blood glucose was high due to not getting insulin as the pump had an insulin flow block alarm. The customer declined troubleshoot of high blood glucose levels. The insulin pump will not be returned for analysis.